Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the insulin pump delivered a bolus but did not show it in history. Customer's blood glucose was 315 mg/dl. Customer was assisted in resolving the issue. Customer will not be returning the device for analysis.